Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was turning off and that the rate was reset to 30 hz when the patient saw the health care provider (hcp). The patient experienced a loss of therapeutic effect and was getting a return of tremors in the left arm. The device also was off the previous week when the patient saw the hcp. Impedance readings were normal. The patient was scheduled for a follow-up visit with the hcp the following week. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See MFR report #3004209178-2011-03377 regarding the patient's other device system.